Event description:
It was reported that during surgery the tip of metal poly inserter broke off during implantation of poly. Surgeon was confident that broken tip of inserter was removed from the patient prior to closure. No delay was reported and a backup device was available.

Manufacturer narrative:
The associated complaint device was not returned. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.